Event description:
The recipient is reportedly experiencing poor performance, open electrodes and device migration. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly repositioned on november 30. 2022. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The initial report is corrected to august 31, 2022. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. The root cause cannot be determined as it could involve: recipient anatomy/ hygiene, cochlear environment, surgical technique, trauma to the recipient, etc. Advanced bionics cannot obtain anymore information due to patient privacy laws. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.